Manufacturer narrative:
The user facility examined the patient and confirmed the patient did not sustain an injury. During the procedure, user facility personnel removed the robotic laparoscopic arm from the patient and immediately shut off the power to the surgical table. No report of injuries. The surgical table has been in service for over 20 years. A review of service records indicates, steris has only serviced this table once, in 2004. Service maintenance is performed by the user facility's biomed department. Following the reported event, the 3080sp table was removed from the o.r. And sent to the biomed department for repairs. The user facility's biomed department found that the shroud had pulled wires loose in the surgical table causing the table to lower without being commanded during a patient procedure. A steris service technician arrived onsite to inspect the 3080sp surgical table and confirmed the cause of the reported event was damage to the table's shroud due to user facility personnel storing items on the base of the table. The 3080sp surgical table label states, "warning-personal injury hazard/equipment damage, storing items on table base may result in equipment damage causing inadvertent tabletop movement, placing the patient and/or user at risk of personal injury. Do not use the table base for storage". The technician informed the user facility that the staff should not store items on the base of the table as it can cause the surgical table to become damaged. The technician was notified that the hospital's biomed department replaced the table shroud and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported via medwatch # (B)(4), that during a robotic procedure, the 3080sp table's foot section lowered without being commanded to do so.